Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke post-operatively. According to the complaintant, the patient complained of pain. The surgeon decided to perform an exploration and construct removal surgery. During the surgery, it was discovered that the polyaxial screw broke at the s1 level. The initial construct only had 3 screws on one side and 4 on the other. The screw that broke was on the side where there was only 3 screws. The patient also had a pseudoarthrosis. The initial construct was removed and the patient was re-instrumented. There were no other adverse consequences to the patient.